Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was a percutaneous transluminal angioplasty in the left brachial artery using a 7fr sheath. The armada 35 was inflated at the stenosis with the pressure gun at 13 atmospheres when it presented a waist in the balloon and was oozing (leaking) developer at the junction of the balloon and the catheter. So treatment with a non-abbott balloon catheter was used to handle the symptoms of the stenosis and then surgery was successful. There were no adverse patient sequalea and no clinically significant delay in the procedure. No additional information was provided.